Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Products: 694758 lead implanted: 2008 (B)(6); 5076-45 lead implanted: 2008 (B)(6). (B)(4).

Event description:
It was reported that device was explanted and replaced due to potential performance issue, elective replacement indicator (eri) in less than expected amount of longevity. No patient complications have been reported as a result of this event.